Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received missing the end cap sticker and with a cracked case at the display window corners, minor scratches to the display widow and a broken belt clip slot.

Event description:
It was reported via phone call, that the customer received a button error alarm, and was exposed to moisture. Customer's blood glucose level at the time 3.8mmol/l. It was also mentioned that the customer is pregnant. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.